Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. MFR reference report: 1627487-2018-09949, and 1627487-2018-09950. It was reported the patient never established effective therapy. Reprogramming was not performed and the patient stopped using therapy. As a result, the patient underwent surgical intervention and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Event description:
Product manufacturer reference number: 1627487-2018-09949, and 1627487-2018-09950.